Event description:
It was reported that the patient was unable to recharge their ipg following a fall. As such, surgical intervention took place on (B)(6) 2022 wherein the entire system was explanted and replaced with a competitor's system to address the issue.

Manufacturer narrative:
Date of event is estimated. (B)(6).

Manufacturer narrative:
The reported event that the ipg could not be charged was not confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.